Manufacturer narrative:
A ge service representative performed an over the phone investigation. The interconnect cable was reseated by the customer during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not x-ray prior to a case. The interconnect cable was reseated and the procedure was completed without further incident. No patient injury was reported.